Manufacturer narrative:
The reported issue of the autopulse displayed "aligned patient "error message even when the patient was realigned was confirmed during the initial functional testing and based on the archive review. The root cause of the issue was due to the defective load cell 1. Following service, including replacement of the battery lock, power button, clutch plate, and load cell, the autopulse passed all testing successfully with no issue or faults observed. Visual inspection was performed and found the battery lock was damaged and is unrelated to the reported complaint. Archive review showed multiple faults of ua07 (discrepancy between load 1 and load 2 too large) error message around the event date on (B)(6) 2017 thus confirming the reported complaint. The ua07 indicates that the load sensing system has detected a weight/load imbalance between the two load cells which was caused by a damaged load cell. Functional testing failed due to the autopulse displayed "aligned patient "error message upon testing thus confirming the reported complaint. The issue was attributed to the defective load cell 1. To remedy the fault, the defective load cell 1 was replaced. Unrelated to the reported complaint, the clutch plate was observed to be sticky and the power button was observed to function intermittently. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during patient use on a cardiac arrest, (B)(6) male patient, the autopulse displayed "aligned patient "error message. According to the customer, they pressed the start button and restarting the device even when the patient was realigned however, the issue was not resolved. The use of the autopulse was discontinued and manual CPR was performed for unspecified length of time. The patient outcome was not provided. No patient harm or consequence was reported on this event.